Manufacturer narrative:
Follow-up #1 date of submission 12/18/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2015 with the following findings: during testing, the battery compartment was found to be cracked. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.